Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump has intermittent button response due to moisture damage on keypad traces. The device was received with no moisture damage on the electronics, motor, vibrator motor or battery tube assembly. The unit was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. They replaced that battery. The caller stated that there was water present in the device due to being exposed to rain. The insulin pump looked cloudy. The customer's blood glucose was 268 mg/dl, which was treated with a manual injection. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.